Event description:
Boston scientific received information that during a routine follow-up, the shock impedance measurement on the right ventricular (rv) lead was greater than 200 ohms in multiple configurations. The configuration was reprogrammed to right ventricular coil to right atrial can and the measurement was 144 ohms. This patient will continue to be followed appropriately. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.